Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set is confirmed and was determined to be a supplier related issue. One 22 ga x 0.75¿ safestep infusion set was returned for evaluation. An initial visual observation showed clamp indentations on the tubing, and the safety was engaged upon return of the infusion set. The infusion set appeared unremarkable upon initial visual observations. A functional test revealed a leak at the exit site from the housing. A photo of water exiting the leak site has been attached to the investigation record. A microscopic observation revealed no obvious damage to the housing. An ultraviolet light was used to ensure appropriate adhesive application for both the needle to the tubing and the housing over the needle. The adhesive appeared unremarkable as well; however, despite difficulty finding a visual of the leak, a fluid path for the leakage is indicative that the bond between the needle shaft and the extension tubing is incomplete and related to a known supplier issue. The infusion set returned was confirmed to be leaking and is related to a supplier issue. The leak is coming from an incomplete bond from the housing to the tubing making it difficult to visually locate. The investigation was forwarded to the supplier for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that air contamination was found during use the device. When the device was checked underwater, leakage was found from the base of the needle. There was no reported patient injury.

Event description:
It was reported that air contamination was found during use the device. When the device was checked underwater, leakage was found from the base of the needle. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that air contamination was found during use the device. When the device was checked underwater, leakage was found from the base of the needle. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set is confirmed and was determined to be an unknown cause. One 22 ga x 0.75¿ safestep infusion set was returned for evaluation. An initial visual observation showed clamp indentations on the tubing, and the safety was engaged upon return of the infusion set. The infusion set appeared unremarkable upon initial visual observations. A functional test revealed a leak at the exit site from the housing. A photo of water exiting the leak site has been attached to the investigation record. A microscopic observation revealed no obvious damage to the housing. An ultraviolet light was used to ensure appropriate adhesive application for both the needle to the tubing and the housing over the needle. The adhesive appeared unremarkable as well. The infusion set returned was confirmed to be leaking, however no cause was identified during evaluation of the returned product. A batch history review (bhr) of asgqf074 showed one other similar product complaint(s) from this lot number. H3 other text: evaluation findings are in section h11.